Manufacturer narrative:
Device evaluation: device evaluation is anticipated, but device has not yet been returned. Conclusions: a follow-up report will be sent if an evaluation is completed.

Event description:
(B) (4). Pt with a history of recurrent squamous cell carcinoma of the oropharynx, who has a postcricoid radiation related esophageal stricture. He requires regular dilations in order to maintain patency of his upper esophagus. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).